Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the drive support cap was protruded and was sticking out. The customer's mother also reported that the drive support cap was cracked. The customer's blood glucose was 226 mg/dl at the time of incident. The customer's mother stated that the insulin pump gave them more insulin. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer's mother confirmed that back-up was available. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no loose drive support cap and severely cracked end cap noted. Unable to perform displacement, rewind, basic occlusion, prime, occlusion and excessive no delivery tests due to damaged end cap. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.